Manufacturer narrative:
A siemens headquarters support center specialist reviewed the event data. The cause of the discordant cardiac troponin I results on one patient sample is unknown. MDR 2432235-2018-00023 was filed for the same event.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on sequential draws for one patient sample on an advia centaur xp instrument. All sample draws were initially run on an advia centaur cp instrument, resulting falsely low. The sample draws were repeated on the advia centaur xp instrument, resulting higher than the results obtained on advia centaur cp instrument. The samples were then sent to an alternate laboratory where they were tested on an alternate advia centaur xp instrument, resulting higher. It is unknown which results were correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra troponin results.

Manufacturer narrative:
The initial MDR 2432235-2018-00027 was filed on 19-jan-2018. Additional information (30-jan-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and concluded that they could not rule out hardware issues on the alternate advia centaur instrument, which were corrected by the siemens customer service engineer. The hsc specialist could not rule out sample handling between the customer site and alternate site, where the customer sent the samples for testing. The alternate facility was also using a different kit lot which could have caused the issue. Currently, the customer has adopted quality control ranges for each system independently. Quality control and sample recovery is acceptable. The cause of the discordant, falsely low cardiac troponin-I results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2018-00023_s2 was filed for the same issue.